Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014. The patient reported blood glucose results of ¿202 mg/dl¿ with the subject meter and ¿163 mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 30% and/or <= 30 mg/dl. The patient does not take medications to manage her diabetes and continued to follow her usual management routine. Several hours after the start of the alleged issue, the patient claimed she felt symptoms of shakiness and ¿sight issue.¿ no treatment was specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.